Event description:
A device was used during a low anterior resection. The device fired malformed staples. Another device was used with the same outcome. Case was completed with hand suture. There were no consequence to the pt.